Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 278 mg/dl to over 400 mg/dl; cause was not clear. Customer administered manual injections in attempt to address bg and went to the emergency room on 5/5/2024 with small ketones. Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved. The customer reverted to an alternate method of insulin therapy.